Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Sterile devices from the same lot were returned from the account. Units were inspected and functionally tested and revealed no abnormalities. There is no indication of a specific lot issue. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. In this case, it is possible based on the information reviewed that the depth of the device due to patient anatomy contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Nana.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after an abdominal aortic aneurysm interventional procedure using an 8f sheath. Reportedly, the lever was lifted but the foot would not deploy and the needles would not connect to the cuffs. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.